Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main coronary artery to left anterior descending artery. After pre-dilatation, a 3.00 x 32mm synergy ii drug eluting stent (des) was advanced but failed to cross the lesion despite multiple predilatation. When the device was removed, it was noted that the stent strut was deformed. A 3.00 x 24mm synergy ii des was advanced but also failed to cross. When the device was removed, the stent was deformed. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main coronary artery to left anterior descending artery. After pre-dilatation, a 3.00 x 32mm synergy ii drug eluting stent (des) was advanced but failed to cross the lesion despite multiple predilatation. When the device was removed, it was noted that the stent strut was deformed. A 3.00 x 24mm synergy ii des was advanced but also failed to cross. When the device was removed, the stent was deformed. The procedure was completed with a non-bsc stent. No patient complications were reported. Device evaluated by MFR: synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that on the distal section of the stent, stent struts were pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.